Event description:
It is reported that the device was implanted in 2002. Post-op, after total knee arthroplasty, the pt experienced loosening and polyethylene wear. A revision surgery was required where it was found that pitting and delamination occurred in both the medial and lateral compartments of the tibial polyethylene. Explant date is unk.

Manufacturer narrative:
Eval summary: engineer analysis could not be done due to un-availability of parts. X-rays are not available for review. The cause of the problem could not be determined due to insufficient info. No product was returned for eval. Device history records indicate that the articular surface was manufactured to spec. X-rays were not returned for review.